Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer blood glucose level was 522 mg/dl. Customer current blood glucose level was 462 mg/dl. Customer had been using insulin pump system within 48 hours current of reported high blood glucose event. It was unknown that auto mode feature was active at the time of high blood glucose event. Customer declined troubleshooting for high blood glucose. The device will not be returned for analysis.